Event description:
It was reported that the patient underwent t12-s1 surgical procedure. It was reported that the patient had an onset of pain. It was then discovered that the rod was broken post-operatively. The patient underwent a revision surgery in which the rod was removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Films were supplied for review which found: complex fusion t11-iliac segmented with apparent laminar distraction osteotomy for kyphosis. Screws are in good position segmentally except at l2. Rod is noted to be broken above s1 pedicle screw. Anterior interbody device noted at l5/s1.

Manufacturer narrative:
Visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted near fracture surface. Surface smearing of fracture surface noted. Fracture surface examination identified a quasi-brittle fracture with river lines which are indicative of overload. Dimensional inspection confirms conformance to print specification. Chemical and mechanical properties verified by material supplier and independent 3rd party inspection. After visual, optical and dimensional inspection, in addition to the verification of conformance to relevant material properties, of no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.